Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2019-13992. It was reported that following a system implant on (B)(6) 2019, the patient had decreased movement in the right leg. As a result, the system was explanted. Post procedure full right leg movement was restored.